Event description:
I had essure 6 months ago, I have had serious pain in my abdomen lower quadrant. Pain is achy and at time severe stabbing makes me nauseated, dizzy and sweaty. I have been on a diet and exercise when I get bloated my stomach can go from a 39 to a 44, so I measure often, my stomach is tender and painful when it happens.